Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer will continue to use the current pump for insulin therapy.